Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the doctor noted patient complained of audible squeak and increasing pain in right hip which had been replaced several years ago with ceramic/ceramic bearing. Doctor removed ceramic liner and head, then trialed poly insert options. Dr noted cup was oriented too vertically to achieve desired stability. Cup was removed. Biomet cup and insert implanted, 36mm biolox universal head and +4 universal v40 adapter sleeve. Femoral stem was an accolade tmzf, believed to be a size 2.5.